Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue. It was found that the upper case, lower case, display flex, display frame, two display grommets, and two display screws were contaminated. The keypad flex, encoder switch assembly, main printed circuit board (pcb), main seal, and six main pcb screws were contaminated. The black battery wire was also pulled out of the connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) error code button was pushed. The epg has been returned for service. There was no patient involvement.